Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the date the retention and infections started was impossible to remember, but they stated it was about 15 years prior. They got worse within the last three years. Another doctor kept giving them different medicines and emptied their bladder a couple of times. It was 90% resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported thepatient was continually going after the implant. It was then reported it became okay. Then, the patient reported all of the sudden they began going to the bathroom every 2 minutes. The patient moved up the setting one number and it was starting to slow down. On (B)(6) 2017, the patient reported that the circumstances that led to the increased bathroom frequency was their bladder wasn't emptying completely and they kept getting infections. They did note that the ins did improve their time going to the restroom. There were no device issues or further complications reported or anticipated.